Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the cause was due to the patient's off period symptoms and this was not related to the dbs device. There was ongoing programming adjustments to shorten the off time. Off time has significantly improved but has not resolved. Patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that beginning on (B)(6) 2018, they did not think the ins was helping like they thought it would. The patient reported that they were feeling off and they felt an electric current through their feet and hands. The patient reported that once their meds kicked in, they were ok. The patient reported losing a lot of weight because they were not eating as much. The patient also reported feeling tingling twice today. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.